Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer¿s current blood glucose level was 277 mg/dl. Customer experienced symptom of high blood glucose level such as nausea. The customer reported that bottom part of insulin pump came off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33, excessive no delivery test due to broken/detached end cap. The p-cap locks into the reservoir compartment properly noted. (B)(4).